Manufacturer narrative:
As received, a partial lead (only the distal portion) was returned in one piece measuring 41.5/ 56.5 cm (outer insulation/ stretched outer coil) with extraction tool found stuck inside. Visual examination found an external abrasion breaching the outer insulation proximal to suture tie impression and was found at 28.1 -28.5 cm from the distal tip consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead was noted with noise. The patient presented for a procedure. The physician alleged the atrial lead noise may had been caused by externalization of the right ventricular (rv) lead, but no issues were found on the rv lead during a chest x-ray pre-procedure and during fluoroscopy during procedure. Both leads were explanted and replaced. The patient was stable.